Manufacturer narrative:
Device discarded - not returned to company. Dr. Did not perform cut per surgical technique guide. Pt did not do physical therapy as directed.

Event description:
Pt complained of painful cyst and loss of range of motion months after implant. Determined pt had not gone to physical therapy. Dr asked if implant had shifted. X-ray at early post-op shows placement cuts were not co-planer. Surgical technique guide asks that cuts, be made at 90 degree to sagittal & transverse. One of the cuts is at 45 degree angle.